Event description:
On september 19, 1997 this pt was referred to the emergency dept by a home hlth nurse due to the inability of the nurse to draw blood from the pts hickman catheter. The emergency dept assessment states that the pt had the catheter placed in may 1997. A cxr was taken and showed that the catheter had separated and a section remained in the right common femoral vein. The pt was then taken to special procedures for the removal of the catheter fragment. A 25mm snare was used to remove the approximate 5cm length of catheter. The pt tolerated the procedure well and was discharged.